Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.

Event description:
The device was returned due to an alarming error code 1261. Investigation confirmed that the reported error code occurred as described. There was no patient involvement or harm.